Event description:
It was reported that foreign material was found inside the sterile packaging.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that foreign material was found inside the sterile packaging.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. Alleged failure: debris inside packaging. Probable root cause: manufacturing/assembly/ service error, incorrect or inadequate packaging, severe shipping conditions, and user error. The reported failure mode will be monitored for future reoccurrence.